Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the camera head had a foggy image. The device was not used on the patient. A spare camera head was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of adhesive of the distal window were also missing.